Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device found this device on a hospital shelf. Interrogation identified the device had been taken out of storage mode and a lead safety switch (lss) had been triggered eighteen months ago. A boston scientific technical services consultant discussed the effects on the device battery when it has been take out of storage mode early. The consultant instructed the caller to return the device. No patient involvement. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.